Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt presented to the clinic with low blood pressure and a massive driveline infection that resulted in sepsis. The pt reportedly had a history of chronic driveline infections (as a result of being non-compliant with sterile dressing changes) and had recently stopped taking his po (oral) antibiotics. The pt was admitted from the clinic for the administration of IV antibiotics; however, the infection continued as it was resistant to antibiotics. The pt subsequently expired from septicemia.

Manufacturer narrative:
According to the info provided to the MFR, the explanted lvad was disposed of by the hospital. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.